Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient had several non sustained over sensing episodes which were noted on merlin.net. Reprogramming suggestions were provided to the clinic.